Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator electrode, had been repositioned to the patients right side, under a two incision technique, following an infection at the distal incision when the lead was placed left sided. No additional infection intervention was required; to date the lead remains implanted and in service.